Manufacturer narrative:
Approximate age of the device - 6 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A root cause of the reported events could not be determined and no device related issues could be confirmed as the system controller remains in use and was not returned for evaluation. The report of a pump stoppage and driveline disconnect event was confirmed through the analysis of a submitted data log file. The approximate length of time between the drop in pump speed and pump resuming operation at the set speed was approximately 29 seconds. Throughout the remainder of the log file, pump speed remained above the low speed limit, when the driveline was connected. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the log files showed that the vad stopped and the driveline was disconnected but the patient did not recall the event. A review of the submitted log file data confirmed the reported pump stoppage and driveline disconnect alarm. The event occurred while the patient was connected to his patient cable and there were no adverse alarms prior to or after the pump stoppage event. No additional information was received.